Manufacturer narrative:
Final device analysis results reveal motor gear shaft wear.

Event description:
The hcp reported the patient had been experiencing increased spasticity. The pump was explanted and replaced after an implant duration of 55 months due to battery depletion. The catheter was explanted and replaced at the same time with the hcp reporting "suspect superficial leak." The patient was reported to be doing fine.